Manufacturer narrative:
Communication with the customer indicated their AED will not power on and the asi is blank. The customer was advised to replace the 9v litium battery. The battery pack has an expiration date of 12/30/2025. The maintenance schedule is reported as unknown. The battery pack will not be returned to the manufacturer for analysis. The IFU states: improper maintenance can cause the defibtech ddu series aeds not to function. Maintain the defibtech ddu series AED only as described in the user manual and operating guide. This device is used for treatment, not diagnosis. The available information does not indicate that the device did not perform as intended or failed to meet product specifications.

Event description:
The customer reported their AED will not power on and the asi is blank. This event did not occur during patient use.